Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 5 and 24 hours. The pod was leaking and reportedly was coming loose from the infusion site (back), causing the cannula to dislodge.

Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria.

Manufacturer narrative:
No damages were observed that would contribute to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. No defects were observed on the adhesive pad or its welds that would contribute to the reported adhesive complaint. The cause of the reported adhesive failure could not be determined. Inspection of the fluid path found no evidence of the reported leak.